Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead upn: (B)(4). Model: (B)(4). Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation and was feeling nauseous. It was also noted that the patient had a funny feeling in the throat. The physician believed that the lead location could be causing the symptoms. The patient underwent a lead replacement procedure. Explanted leads were discarded.